Event description:
Pt had heart disease, possible liver damage and hepatitis c. Performing a transjugular liver biopsy through the sheath. The radiopaque band came off the sheath and migrated to pt's lung. No attempt will be made to retrieve the band as the physician felt it will be inconsequential to the pt.